Event description:
It was reported that during an anterior resection, the device did not work. The procedure went well but when joining the bowel back together, the device was inserted using normal technique and the gun was fired with a good "crunch". However, the staples had only half closed and the surgeon ended up with two ends that were separate. The upper end of the bowel looked as though the staples had not at any time penetrated it, although the purse string was clearly cut out. This had severe implications for the patient as another cdh gun was used as having put in hand sewn purse strings at both ends. The patient was given an ileostomoy.